Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received two inappropriate shocks due to t wave oversensing. The device was programmed in the primary sensing vector. Technical services (ts) provided a review noting that the r wave amplitude is very small which results in t wave oversensing and inappropriate shocks that break the arrhythmia. The sicd was then reprogrammed to secondary sensing vector and the patient received another inappropriate shock. Ts was consulted, recommended considering medication or ablation. Additionally, the physician determined that the patient was having a slow ventricular tachycardia (vt) that could have been terminated with anti-tachycardia pacing (atp). Reprogramming additional vectors could not mitigate the oversensing. The physician elected to explant the sicd and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received two inappropriate shocks due to t wave oversensing. The device was programmed in the primary sensing vector. Technical services (ts) provided a review noting that the r wave amplitude is very small which results in t wave oversensing and inappropriate shocks that break the arrhythmia. The sicd was then reprogrammed to secondary sensing vector and the patient received another inappropriate shock. Ts was consulted, recommended considering medication or ablation. Additionally, the physician determined that the patient was having a slow ventricular tachycardia (vt) that could have been terminated with anti-tachycardia pacing (atp). Reprogramming additional vectors could not mitigate the oversensing. The physician elected to explant the sicd and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received two inappropriate shocks due to t wave oversensing. The device was programmed in the primary sensing vector. Technical services (ts) provided a review noting that the r wave amplitude is very small which results in t wave oversensing and inappropriate shocks that break the arrhythmia. The sicd was then reprogrammed to secondary sensing vector and the patient received another inappropriate shock. Ts was consulted, recommended considering medication or ablation. Additionally, the physician determined that the patient was having a slow ventricular tachycardia (vt) that could have been terminated with anti-tachycardia pacing (atp). Reprogramming additional vectors could not mitigate the oversensing. The physician elected to explant the sicd and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.